Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on a stored egm when an asymptomatic patient presented in clinic during a follow-up. Programming changes were made.